Event description:
It was reported that this lead was surgically abandoned due to a fracture presented, which was determined through a spike in impedance and loss of capture. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to a fracture presented. No additional information is available at the moment. No additional adverse patient effects were reported.